Event description:
The facility reports the resident was raised in the lifter to be transferred from the w/c to the bathroom. The resident started sliding out of the sling during transport. The caregiver saw this and eased the resident to the floor. Immediately following the event, the resident was deemed to be without injury. Later evaluation indicated the resident had a fractured left femur.